Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button worked intermittently and had to be pressed in a particular way for button to function customer's blood glucose was 71 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent up and down buttons response due to corroded keypad traces. The back light is functioning properly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.